Event description:
Adverse event: stroke. Onset of adverse event: 5 days post procedure. Device issue: none. It was reported via a trial that 5 days post successful acculink stent implant in the left internal carotid artery the pt experienced a stroke with mild to moderate decrease in sensation and slurring of words. The pt was hospitalized and received thrombolytic treatment. The pt's condition improved and he was discharged home in stable condition on (B)(6)2010. No additional info was provided.

Manufacturer narrative:
(B)(4). Stroke may occur during this type of procedure and as listed in the instructions for use; stroke is a known potential adverse event associated with the use of the product. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.